Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Smiths tampered seal label was intact. The customers problem was confirmed. Customer's reported problem regarding failed delivery accuracy was able to be duplicated. Three separate delivery accuracy tests were performed the pump was found to be over delivering to the manufacturing specifications. Expulsor was out of mechanical specs. Device was over delivering. Pump's expulsor was replaced. The root cause was undetermined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device failed the volume test. No patient injury was reported.